Event description:
The consumer alleges the humidifier created a fog in the room, and caused her to become ill. She stated the base of the unit had residue of a brownish yellow color. The consumer did seek medical attention for her illness but no further treatment is required.